Event description:
Customer reported that she had unexplained high blood glucose. She called the paramedics and she was hospitalized due to high blood glucose and dka. Customer blood glucose reading was over 500 mg/dl at the time the paramedics arrived. Troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with damage on keypad traces, and moisture damage on motor assembly.